Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 10 bd vacutainer® flashback blood collection needle foreign matter "white dots" were adhered to the needle. The following information was provided by the initial reporter. Translated from chinese to english: stage: when unpacking defect, needle foreign body, white dots adhered to the needle wall. Quantity: 10 sticks. Impact: no impact on patients and users.

Event description:
It was reported that prior to use with 10 bd vacutainer® flashback blood collection needle foreign matter "white dots" were adhered to the needle. The following information was provided by the initial reporter, translated from chinese to english: stage: when unpacking defect: needle foreign body, white dots adhered to the needle wall quantity: 10 sticks. Impact: no impact on patients and users

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-03-23 h.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. H3 other text : see h.10